Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
A literature article entitled ¿clinical outcomes and midterm survivorship of an uncemented primary total hip arthroplasty system¿, written by harman chaudhry, md, et al, published in the journal of arthroplasty on 23 january 2020, https://doi.org/10.1016/j.arth.2020.01.063, was reviewed. The purpose of this article was to report the functional outcomes, revision data, and survivorship for this total hip system based on data from a prospective database. Depuy products used: pinnacle acetabular shell; summit cementless femoral stem a total of 57 revisions took place for adverse events as follows: -loosening of the femoral component - periprosthetic fracture (all involved the femoral side only) -recurrent instability -infection (included incision and drainage with head and liner exchange in 24 cases, of which 8 required eventual component removal as a first-stage revision; immediate definitive 2-stage revision with removal of all components and placement of antibiotic spacer was used in 10 cases) abductor deficiency squeaking pain the article does report at least screw was used in the acetabular cup, however does not exact quantities.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.